Event description:
This is a report of a patient who observed air in the lines during the initial drain. During troubleshooting it was reported that therapy had advanced to initial drain while the patient wasn¿t connected. The cg stated there was nothing wrong with the baxter products or device. The caregiver was advised to start therapy over using new supplies and to contact their nurse regarding the event. The patient was able to complete therapy without further complications. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.